Event description:
Hcp reported patient received a recent dose increase of ther intrathecal morphine and the increased dose appears to be too much. Hcp furhter described patient as "wigged out". Specific details of recent dose, and programming changes were not provided. Additional information has been requested from the hcp, including final patient outcome, and interventions, however, unavailable at the time of this report. A follow up report will be sent when new information is received.